Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage tube of dignishield bubbled and material thinned, approximately in the middle length of tubing. The user was unable to determine if there was a hole or tear. Fecal matter leaked out when passing through this part of the tubing (batch# ngfw4376). For another incident, the distal end of tubing which was close to connection of drainage bag was leaking fecal matter. The user could not see a hole or tear. The registered nurse tried to seal area, but stool continued to leak out onto floor (batch# nggp0288). For both incidents, the defective product needed to be removed from patient and discarded. A new dignishield needed to be reinserted into patient on both occasions. Apparently these are not the only incidences. This had happened with other devices but they were discarded and it not brought to the customer's attention.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the photo sample noted that this investigation is considered inconclusive since the reported failure could not be evaluated. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿incorrect fixture design". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Figure 1 ¿ catheter tube assembly and collection bag position indicator line contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60 ml syringe ¿ lubricating jelly syringe (10 ml) ¿ instructions for use ¿ 1 bottle (1 oz) of medi-aire® biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material." Correction: d,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the drainage tube of dignishield bubbled and material thinned, approximately in the middle length of tubing. The user was unable to determine if there was a hole or tear. Fecal matter leaked out when passing through this part of the tubing (batch# ngfw4376). For another incident, the distal end of tubing which was close to connection of drainage bag was leaking fecal matter. The user could not see a hole or tear. The registered nurse tried to seal area, but stool continued to leak out onto floor (batch# nggp0288). For both incidents, the defective product needed to be removed from patient and discarded. A new dignishield needed to be reinserted into patient on both occasions. Apparently these are not the only incidences. This had happened with other devices but they were discarded and it not brought to the customer's attention.